Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During evaluation of the device it was found that the lock latch of video connector was worn causing loss of image. The service repair technician indicated that the most likely cause of loss of image is electronic component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the lock latch on video connector was worn causing image loss. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.